Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Corrections: h6 (annex g). Summary of event: it was reported, prior to an unknown procedure, the 'ngage nitinol stone extractors' basket was kinked when the physician opened the package. The procedure was completed by using another new extractor. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. A document-based investigation evaluation was performed. A search of the device history record found no related non-conformances reported for lot 14195826 . A complaint history database search showed no other related complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling. The IFU did not provide any information related to the reported issue. The complaint device was not returned; therefore, no functional testing could be performed. However, a picture of the complaint device was supplied by the user; the picture shows the basket sheath separated at the yellow support sheath. The provided information stated the issue occurred before use of the device. Based on the available information, no product returned, and the results of the investigation, the cause for the damaged basket sheath could not be determined. The separated basket sheath would have prevented the basket from functioning. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was reported, prior to an unknown procedure, the ngage nitinol stone extractor's basket was kinked when the physician opened the package. The procedure was completed by using another new extractor. The patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.